Manufacturer narrative:
A review of tickets was performed for reagent lot number 02192be00. The ticket search determined that there is no trend in complaints for this lot number regarding potential false non-reactive results. The customer provided a return specimen. The return patient sample was received and tested on different assays. A retained kit of architect anti-hbc ii reagent, list number 8l44-30, lot number 02192be00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. The patient sample (B)(6) was tested and generated a non-reactive result. Further, the sample was tested with prism hbcore, prism hbsag and architect anti-hbs as supplemental tests. All calibrations were valid and negative /non-reactive results were generated for the sample with prism hbcore and prism hbsag. Architect anti-hbs showed a reactive result of 107.32 miu/ml. Therefore, the overall disposition of the sample material is not false non-reactive. A batch record review did not identify any non-conformances, deviations and potential non- conformances associated with the affected reagent lot. Provided customer data and information was reviewed and support the complaint issue without indication for any additional issue. To evaluate the performance with regard to sensitivity retained kits of the complaint lot number were tested in a sensitivity set-up across three instruments. All specifications were met, results were in the typical range and no false non-reactive results were obtained. Additionally, clinical specificity was evaluated by testing two commercially available seroconversion panels (biomex scp-hbv-001 and 004). The obtained results were compared with historical architect anti-hbc ii data from the manufacturer. The complaint lot detected the same bleeds as reactive with comparable s/co values. Based on the investigation no product deficiency was identified for the architect anti-hbc ii assay, list number 8l44-30, lot number 02192be00.

Manufacturer narrative:
(B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44 that has a similar product distributed in the us, list number 06l22.

Event description:
The customer observed (B)(6) anti-hbcore results while using the architect anti-hbc ii assay. The customer provided the following data: on (B)(6) 2019: sid (B)(6): initial (B)(6), retest (B)(6). The control results were within range. The specimen was (B)(6) when tested using the roche and biorad methods. The donor, age (B)(6), has been a long-term donor (58 donations total), including whole blood and platelet donations. The donor had failed to mention at the time of donation that he had contact with a (B)(6) prior to (B)(6) 2018. No adverse impact on patient management was reported.